Event description:
Upon troubleshooting with the manufacturer, it was found that segments were missing on the compact plus meter display. No adverse event reported. Requested return of suspect device and replacement was sent.